Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient has a blood glucose level of 54mg/dl and is feeling slightly shaky. The patient reportedly was able to eat a piece of cake to treat the low bg. The reporter declined to review the pump and does not know what the settings should be. This report is being made based on the alleged blood glucose excursion.